Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned however the pumps operators manual operating the pump section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section to start a dose). There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. No product was returned however the pumps operators manual spells out (see user manual section installing or replacing batteries) the type of batteries to be used and the procedure for installing them into the pump. If these instructions are not followed as written it may affect battery ?life? And/or the ability of the pump to be powered up, started and to be able to deliver medication. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified. No serial number was provided. No product returned. Most probable cause due to improper user interaction with the product.

Event description:
It was reported patient had covid approximately three months ago and was not well enough to increase regularly at that time. During that time. Patient states that she didn't realize her pump was off, and was off of her remodulin for about 9 hours, and was dizzy and not feeling well upon restarting her remodulin but thinks the covid was possibly contributing to that as well. Patient states tubing was ?leaking? And had to be changed, but that patient did not have any interruption in therapy because medication from tubing was still infusing and never depleted. Patient states that she is doing better since having covid. She is tolerating her remodulin increases with no issues and feels that it is helping with her pulmonary arterial hypertension symptoms. No other side effects. No patient injury